Event description:
It was reported that the screen of the device suddenly turned dark during use. The operators have connected the patient to another ventilator; no health consequences have reportedly occurred.

Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into examination of the device and potential repair measures. Upon contacting the hospital to obtain further information, it was responded that no additional details can be provided. This does neither allow a case-specific evaluation nor a reliable conclusion about the root cause for the user's experience. In fact, it is even not clear if solely the display had an outage, if the device performed a reboot or if a complete shut-down has occurred. Thus, this report is filed in abundance of caution. That the event was solely related to a display problem is seen rather unlikely since the display function is not monitored i.e. A malfunction will not trigger an alarm the operator however stated that an alarm was posted. A reboot is the specified behavior to set the software processing back to a controlled state in case a deviation is detected that can't be removed by other means. The device will briefly power-off for some seconds, opens the breathing system to allow spontaneous breathing and will resume ventilation with previous settings if the deviation could be cleared-off. It would also be imaginable that the device ran out of electrical energy (not connected to mains supply and operated until full depletion of the internal battery). Dräger is unable to divide from the available information if the event was caused by equipment malfunction or lack of preventive maintenance or even use error - the ventilator was operated for more that 12 years now; the service state is unknown. Device not available for evaluation.